Manufacturer narrative:
B5: upon follow up, it was reported that the patient was in the hospital for an unspecified indication. It was also reported that the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized but the patient outcome was not reported. On an unreported date, pd therapy was discontinued. No additional information is available.